Event description:
The patient contacted baxter's technical service center regarding a high drain 104 alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) explained and the patient stated their catheter was not working. The patient did not complain of feeling overfilled, and only reported the alarm. The tsr explained the alarm and reviewed the programming. The programming was continuous cycling peritoneal dialysis with a total volume of 11000ml, a fill volume of 2700ml, a last fill volume of 0ml, and 4 cycles. The tsr reviewed the therapy log. The initial drain volume equaled 1ml, the total fill volume equaled 10861ml, the total drain volume equaled 1264ml, the total ultrafiltration (uf) equaled -1779ml, the cycle 4 uf equaled 2901ml, the cycle 3 uf equaled -348ml, the cycle 2 uf equaled -370ml, and the cycle 1 uf equaled -404ml. There were no bypasses. The patient would talk to their registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(4) 2012, regarding the reported event. The rn stated they were aware of the event and that there was not patient injury or medical intervention. The rn stated the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. The rn confirmed the patient had an issue with their catheter, and stated the patient needed a new catheter. The rn stated the patient has been continuing therapy on the cycler successfully.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was a physio-related to catheter issue. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted